Event description:
It was reported that the atrial lead had low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7960ib implantable pacing lead implanted: 1999 (B)(6). (B)(4).